Manufacturer narrative:
Report is for one (1) unknown insertion holder. Device is an instrument and is not implanted / explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: after the implantation of a peek cage in lwk 4/5, there was no tantum marker in the ap and lateral x-ray, so neither device could be identified. The implant insertion holder would not hold during implantation, thus the peek cage had to be inserted free-hand using the cage positioning aid. The exact location of the implants could not be confirmed. There was reportedly 20 minutes surgical delay. This complaint is for one (1) unknown insertion holder. This is report 2 of 2 for com-(B)(4).